Event description:
Caller reported a malfunction on the pump and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump to the customer, instructing them on using storage mode, and advising on steps to take with the new pump, including ensuring insulin delivery through a backup therapy of multiple daily injections. The customer acknowledged these instructions and agreed to return the problematic pump using the provided pre-paid label.